Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-8352-70, serial/lot: (B)(4), description: coverage x 32 surgical lead kit 70 cm. Device remains implanted in patient.

Event description:
It was reported that the patient had inadequate coverage of her pain relief with stimulations. The patients physician performed a revision with addition of leads.